Manufacturer narrative:
This report is being submitted retrospectively as part of internal process improvement actions initiated at walkmed.

Event description:
Clinic reported the pump lost settings while infusing, but all medication was infused. No harm to patient but it was reported it did "delivery early". No further details were provided.